Event description:
Customer reported receiving a result of 58 mg/dl on her precision optium blood glucose monitor, and then proceeded to become non responsive and lose consciousness. Customer's husband called paramedics and upon arrival tested her glucose and got a result of 34 mg/dl on customer's meter. She was treated at the scene with o2 and an IV solution, type of solution not documented. Additionally it is not documented whether customer was transported and treated at a health care facility via ambulance. Customer also denies a diagnosis given for the medical event.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.